Event description:
The customer reported the "balloon" deflated. A non routine replacement of the tube was required.

Manufacturer narrative:
Return of the tracheostomy tube for failure investigation was requested.